Event description:
Pt with scoliosis had spinal fusion (t4-t12) performed. Drain placed in 2003. During removal of drain 2 days later physician heard a "pop". One inch retained piece of drain removed. Pt was discharged home in good condition 3 days later.